Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. The pump remains in use supporting the patient. No further issues have been reported. A direct correlation between the device and the reported gi bleed could not be conclusively determined. The instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient was admitted to the hospital with complaints of blood in the patient's stool. The patient's hemoglobin was 8.7 g/dl, and inr was 3.3. The source of the bleeding was not found. Follow-up blood work revealed the patient's lactate dehydrogenase (ldh) was 965 u/l, and plasma free hemoglobin was 29 g/dl. The patient was then started on integrilin and heparin IV drips, and the aspirin was increased to 325 mg. The patient's pump parameters were within normal limits. On (B)(6) 2016, the patient's ldh came down and the patient was discharged. On (B)(6) 2016, the patient's ldh was 207 u/l and hemoglobin was greater than 9 g/dl. The patient is doing well and has not reported any symptoms.